Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 200 mg/dl. The customer stated the pump alarm after battery change. The customer has not received multiple battery alarms when batteries are out of the pump for less than one minute. The customer was advised to monitor the pump.